Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6).. The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4). "

Event description:
"On (B)(6) 2011 at the hospital for sick children in (B)(6) it was reported that the hcu 30 serial number (B)(4) was showing err 3008 & 3064 and there was no power after the 4amp netfilter was connected to the power supply board j1. The 4a netfilter was replaced and the unit was operational but the power supply board had some arcing. The power supply board was replaced and there were some arcing by the j5 connector on the new board as well. The burnt traces were right below the j5 connector. (B)(4)."